Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the patient was registered, however, when the surgeon entered into navigate the straight suction could not be verified. It was noted that the emitter and axiem box showed red status. Trouble-shooting did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement emitter shipped to site on (B)(4) 2014. Medtronic investigation of returned suspect emitter finds that when the cable is connected to a test system for about 10 minutes the navigation tab shows red status and says "axiem emitter low drive error." Pin 4 to pin 5 on cable (B)(4) (coil #2) is intermittently open. Electrical failure, red status/no tracking, directly caused event. On (B)(4) 2014, medtronic representative performed a navigation system check-out, all areas passed. Confirmed system functioning properly. Issue resolved.